Manufacturer narrative:
The customer reported that the spo2 parameter on the reported x2 had failed to operate properly and was "intermittently falling off the screen". Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the spo2 parameter on the reported x2 had failed to operate properly and was "intermittently falling off the screen".